Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence and pelvic organ prolapes on and unkown date and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Corrected narrative: it was reported that the patient underwent a surgical procedure on (B)(6) 2000 to treat stress urinary incontinence and pelvic organ prolapse, and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary problems, recurrence, bleeding, dyspareunia and vaginal scarring. The patient underwent a cystoscopy concurrently with urethral dilation on (B)(6) 2005 which showed a large cystocele and no abnormalities or erosion of mesh. The patient underwent a cystocele, rectocele, and enterocele repair in (B)(6) 2006.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2000. It was reported that the patient underwent repair of rectocele and sacrospinous fixation on (B)(6) 2006. No additional information was provided. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a laparoscopic paravaginal repair, cystourethroscopy and suprapubic tube placement for intrinsic sphincteric deficiency and cystocele on (B)(6) 2000 concurrently with mesh implantation. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.